Event description:
The lay user/pt contacted lifescan alleging the meter displays unk error message. The reporter was unable to recall the error # displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.